Event description:
Per bard, a split in the shaft was noticed under the bolster. When removing the button, the shaft completely broke away from the bolster. The nurse attempted to remove the button from the pt using forceps. The nurse was unable to remove the dome portion which was left in the pt's stomach. The dome was passed. Button was placed in 2001. Only medications were fed through the button.